Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received secure in the packaging tray, which was not sealed. The heater tip had detached and was bent. There was no signs of clinical usage or evidence of blood. Based upon the visual observations, the reported complaint for "heater tip detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro 2 tip was damaged out of the box, the heater tip had detached and was bent. A new kit was used to complete the procedure. There were no pt effects. The product was returned.